Event description:
This patient came to the ed with gangrene and underwent an emergent bka (below knee amputation). Patient was quite ill and had numerous comorbidities.the patient had a bka and a stump shrinker in place that may have contributed to necrosis and harm. This resulted in advancement to an aka (above knee amputation). Md suggestion to prevent any potential problems: manufacturer should update their processes to include consulting with a patient's rn when they place an orthotic shrinker on a patient.